Manufacturer narrative:
(B)(4). According to the complainant, the suspect device was contaminated and was disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 27, 2020 that an ultraflex esophageal ng distal release covered stent was to be implanted to treat a malignant esophageal stenosis during a stent implantation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was completely deployed; however, the stent moved out of its position. The stent was removed using a forceps and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.